Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; intermittent power with moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2017- device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: during investigation, moisture was found in the display lens. The battery cap was not returned. A test cap attached to the pump. The pump was unresponsive. No auditory, or vibratory alarms were emitted, and there was a blank display. A leak was found in the battery compartment. The pump cover was removed to find moisture on the printed circuit board, and internal components. The attempt to download the pump history and black box was unsuccessful. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad.